Manufacturer narrative:
B3 date of event : aware date was used as event date as actual event date was not known. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported via a watchman newsletter created by a facility that serious injuries occurred. A left atrial appendage closure (laac) quality report focusing in on the 45 day follow up metric for patient who had a watchman implants was created by an implanting facility. The report provided information for laac procedures where the patient had any event from procedure through the 45 day inside window follow up period from the fourth quarter (q4) 2022 through the third quarter (q3) 2024. There were seven (7) reported thrombus, one (1) cerebral vascular accident (cva), one (1) transient ischemic attack (tia), and two (2) bleeding events. No further information is available as specific patient details were not provided.